Manufacturer narrative:
Insulin pump had blank display due to faulty x2 on interface board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Insulin pump had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming and screen was blank. The customer's blood glucose level was 170 mg/dl. It also reported that there was crack on battery cap area. The customer will return insulin pump for analysis.